Event description:
It was reported that during a spacer implant procedure, when the device was being inserted between the vertebrae, the spindle cap on the spacer broke into pieces. The vertebral space was assessed as being tight with thick bone. The broken spacer pieces were removed and a smaller spacer was successfully implanted. The device will not be returned as it was disposed of by the medical facility.

Event description:
It was reported that during a spacer implant procedure, when the device was being inserted between the vertebrae, the spindle cap on the spacer broke into pieces. The vertebral space was assessed as being tight with thick bone. The broken spacer pieces were removed and a smaller spacer was successfully implanted. The device will not be returned as it was disposed of by the medical facility.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and actuator shaft, and the spindle was found to be outside of the main body. The damage to the implant was sufficient to prevent functional testing. This damage to the implant indicates failure was likely due to deployment against resistance, such as bone and or manipulation of the position of the device by gear shifting of the inserter. The instructions for use (IFU) state to not force deployment or implant breakage or damage to bony structures may result. Additionally, should any resistance be encountered during deployment of the superion spacer implant, it may be suggestive of interference between the implant and bony anatomy (e.g., lamina, hypertrophic spinous process), and, or suboptimal implant positioning.